Event description:
Reported by the complainant as follows... Historical reporting of flexiseal fms issue: a male cardiac pt was admitted mid feb for coronary artery bypass surgery and valve replacement. The pt suffered 3 difficult post-op days requiring ventilation and haemodialysis. First attempts were made to wean the pt off ventilation, but this was still required intermittently. Neurological function remained unsatisfactory and cat scan was inconclusive as to why. Eleven days later, pt was transferred out of itu, but his condition continued to be unstable and he was readmitted to itu on four days later, due to a bradycardic attack. CPR and 4 units of blood were required. The pt's hemoglobin was low and a bleed was suspected. Chest x-ray was clear hemodialysis still required. The next day, flexi-seal fms was inserted because of diarrhea of unk cause - cultures negative for c diff. Pt's generally poor condition did not improve throughout this period. The following month, there was a substantial (two incontinence pads soaked in frank fresh blood with large clots) per rectum. General surgeons were called and tranexamic acid 2g was administered. The kit was reinserted and diarrhea which looked like brown breakdown product blood was noted. The next day, there was a second bleeding event and gyne packs were used to stem the flow from a rectal mucosal bleed. Two units of blood were administered. The following day, the pt's rectum and lower bowel were examined by flexible sigmoidoscopy and a "diffuse area of bleeding just above the anal canal" was discovered. Adrenalin was applied to the area. The next day, the pt died from renal failure and cardiac failure when relatives agreed to a withdrawal of care. In summary, nurse considered the pt's death to be inevitable because of the poor prognosis, but consider that the issue with rectal bleeding may have been related to use of the flexi-seal fms. The product has been used successfully in the unit in the past, but nurse says that although she would use the product in the future, she would keep this issue in mind.